Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2019 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events. There was no data in the black box from the time of the reported power issue due to continued use of the pump. The battery cap was not returned with the pump. The battery compartment was found to be undamaged, free of moisture ingress. The test battery cap was able to properly secure during testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 12-hour duration test without any power or reset issues. The pump cover was removed, and no damage was found to the power circuit. No power issues occurred during testing of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.